Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) channel resulting in the inappropriate delivery of anti-tachycardia pacing (atp) and shocks. Technical services (ts) reviewed the events, noting that low amplitudes, low impedance within range and high capture thresholds were observed on the associated rv lead. There where multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) that did not convert the rhythm. Ts noted an episode that an inappropriate shock induced af, and another episode that inappropriate shock accelerated the rhythm from atrial flutter to atrial fibrillation (af). Ts also noted that lead measurements were previously stable, but a significant shift in lead trends was observed starting in late november. Additional information is being requested from the field. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.